Manufacturer narrative:
The ventilator was investigated by our field service engineer and passed all functional and safety tests. No malfunction was found and the ventilator was cleared for clinical use. Provided ventilator logs were reviewed. No stop of ventilation or delivering issues were noted in the logs on the reported event date and the technical logs does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Successful pre-use check was performed 4 days before ventilation start. According to filled service engineer, the nurse was very properly concerned that something caused the patient¿s heart rate to drop from 72bpm down to only 39bpm (as noted in the epic medical record) after the disconnection. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that an intentional disconnection led to loss of ventilation. Bradycardia. Serious injury. Final patient's outcome was no injury. Manufacture's ref.#: (B)(4).